Manufacturer narrative:
The complaint can be verified. No e7 errors were found in the history list. The vibrator is without function and failed the alarm function test on the diagnostic test system. No exact reason is known at this time. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Nothing unusual was found in the history that could contribute to the problem mentioned by the customer. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. A visual inspection and tests for flow and leaks were performed on the returned used infusion set. It was found the tubing connector needle was clogged by insulin. The visual inspection and leak tests were in accordance with specifications. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications.

Event description:
On (B)(6) 2013, patient reported she has experienced hyperglycemia since (B)(6) 2013 and she believes the insulin delivery of the infusion device is too low. She replaced the accessories in the system, but this did not resolve the issue. Her blood glucose was above 200 mg/dl when she went to bed on (B)(6) 2013. Her blood glucose was 244 mg/dl at 2:00 a.m. And she delivered a 2.0 unit bolus, 342 mg/dl at 6:30 a.m. And she delivered a 4.0 unit bolus, and 370 mg/dl between 7:30-8:00 a.m. And she delivered a 4.5 unit bolus. Her normal blood glucose range is 70-125 mg/dl. No error messages were received in relation to this event. There was a small air bubble in the cartridge on the morning of the report. She pre-fills at least 3 cartridges at a time and leaves them in the refrigerator with the infusion tube attached. The time was not programmed correctly, and this was fixed during the troubleshooting call. The infusion device, cartridge, adapter, and infusion set were requested for evaluation, and she was sent replacement infusion sets. Follow-up was completed on (B)(6) 2013. She switched to her backup infusion device using new accessories, and her blood glucose has returned to normal since. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.